Event description:
On (B)(6) 2011, patient reported he had concerns with the infusion sets. Patient stated one out of every 20-30 infusion sets had to be pulled out about 2 hours after insertion because his blood glucose went up to the upper 300's mg/dl. Patient's normal blood glucose range is 80-160 mg/dl. Patient uses the insertion assist plus device to insert the infusion sets. Patient reported there were no leaks at the infusion site. Patient stated that all of the infusion set cannulas looked bent to him when he removed the infusion sets but they only caused elevated blood glucose levels once every 20-30 infusion sets. Patient reported he would notice the elevated blood glucose levels a few hours after insertion and would insert a new infusion set and was able to bring his blood glucose down. Patient has discarded the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.